Event description:
Dr (B)(6) reported to me that her patient recently had a battery change and since then has been experiencing pain at her pocket site. She reported a pulsing sensation. The patient has was implanted in 2016 and this is the first time she has reported issues with her device. When dr (B)(6) turned off the device the pain resolved. Dr (B)(6) is going to perform a total system replacement on monday (B)(6) 2024. The current battery sn is (B)(6). Her leads have been the same since 2016 - (B)(6).